Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent removal of sling and cystoscopy on (B)(6) 2011 by (B)(6), md. It was reported that the patient underwent a surgical procedure and mesh was implanted concurrently with total vaginal hysterectomy, bilateral salpingo-oophorectomy, uterosacral ligament suspension of the vaginal vault, anterior and posterior colporrhaphy, enterocele repair, perineorrhaphy, and cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent uti and sui. It was reported that patient underwent removal of sling on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center.